Event description:
It burn my neck bad. All red and scald [thermal burn]. It burn my neck bad. All red and scald [erythema]. Case description: this is a spontaneous report from a contactable consumer. A female patient of an unspecified age and ethnicity started to receive thermacare heatwrap (thermacare neck, shoulder and wrist), from an unspecified date to an unspecified date at an unknown frequency for an unspecified indication. The patient medical history was not reported. The patient's concomitant medications were not reported. The patient reported "it burn my neck bad. All red and scald on an unspecified date with the outcome of unknown. The action taken with thermacare heatwrap in response to the events was unknown.

Manufacturer narrative:
Additional information has been requested and will be provided as it becomes available. Company clinical evaluation comment: based on the information provided, the events acute thermal burn with scald and erythema as described in this case is considered serious bodily injury potentially requiring medical intervention to prevent permanent damage or impairment of body structure, assessed as associated with the use of the device. The event product quality issue is considered contributory to the other events and related to the device use. This case meets initial 10-day EU and 30-day FDA reportability.